Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. The complaint confirmation of a low transmitter battery was confirmed. In addition, a failed transmitter error was present in connection to the reported allegation. The root cause could not be determined. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.